Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device into the bronchus in a laparoscopic left video-assisted thoracoscopic surgery lobectomy, a loud click was heard and the device appeared bent. They also noted that the reload was not fully loaded on the device. This event caused the procedure to be extend for more than 30 minutes and the incision was extended for more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The subject reload was unloaded from the instrument. Functional evaluation of the instrument found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.